Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remained ongoing until their death on (B)(6) 2023 (see related manufacturer report number 2916596-2024-00053). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a methicillin-resistant staphylococcus aureus (mrsa) infection from a non-healing driveline exit site wound. The patient was given levaquin (levofloxacin). The patient was also started on vancomycin and cefepime. On (B)(6) 2023, the patient underwent incision and drainage with a wound vacuum placement on the wound to treat the purulent fluid. On (B)(6) 2023, the patient went back for an omental wrap. The patient had a negative pressure therapy system applied to their incision. The patient was on intravenous daptomycin and doxycycline.